Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 511212 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the calculated battery longevity estimation from the device was less than expected. The physician expressed concern of how the projection underestimates the true battery life. The device remains in use. No patient complications have been reported as a result of this event.